Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. While suturing the distal anastomosis in CABG surgery, found the suture thread gets snapped while applying the 1st knot after completing the entire suturing, this has happened in consecutive 2 foils and 3rd foil dr. Used was able to apply knot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: was there any change in the patient¿s post-operative care due to the prolonged procedure? - no were there patient consequences? If yes, please explain. ¿ no kindly confirm the device return status. ¿ sent by courier note: please mention the source through which the information is received (information received from dr, nurse etc.) - (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 30 minutes, action taken when event occurred? Used 3rd foil to complete the anastomosis, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown.